Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had difficulty to unload. The load was caught and did not fire. The patient has no injury.